Event description:
It was reported that during a knee surgery, it was observed that the "motor died" on the hand piece device. The reporter stated there was no delay in surgery, and identical spare device was available for use. There were no injuries or medical intervention reported. The date of this event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.